Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced allergic reaction at the sensor site and had contact with a healthcare professional who prescribed fluticasone spray for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced allergic reaction at the sensor site and had contact with a healthcare professional who prescribed fluticasone spray for treatment. There was no report of death or permanent impairment associated with this event.